Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during central processing, the mega suturcut needle driver instrument had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a mega suturecut needle driver instrument to perform failure analysis. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.